Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx grip vascular closure device (vcd) was deployed to the proper location and then dislodged and came out of the body. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and "recovered". There were no reports of patient injury. The advancer tube was held in place while removing the balloon from the access site. The vessel depth was not shallow. The mynx grip vcd was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral catheter angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx devices and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx grip vcd. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was deployed to the proper location and then dislodged and came out of the body. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and "recovered". There were no reports of patient injury. The advancer tube was held in place while removing the balloon from the access site. The vessel depth was not shallow. The mynxgrip vcd was prepared and used in accordance with the instructions for use (IFU). The mynx vcd was used in a transfemoral catheter angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx devices and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx grip vcd. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was not engaged to the black handle. The syringe was connected to the device with the stopcock opened. The advancer tube and sealant were not present in the returned conditions of the received device, which denoted exposure to blood. The condition of the returned device indicates a complete removal. The device was inspected for damages/anomalies that may have contributed to the reported incident; and no visual damages or anomalies were observed. The procedural sheath was not returned with the device. Per microscopic analysis, visual inspection at high magnification showed that neither the sealant nor the advancer tube were present in the returned conditions of the device received. The reported event of ¿sealant-sealant dislodged¿ was not confirmed through analysis of the returned device since the sealant/advancer tube was not received and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue since the sealant and advancer tube were not received, and therefore, a complete physical investigation could not be performed. However, patient factors and/or handling factors of the device are possible since the returned device showed proper complete removal of the device and no anomalies were noted. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.